Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the customer reports that it was noticed that the needle detached and remained in the muscle. It was not possible to find it, therefore the needle could not be removed.